Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient felt like "passing out" and very fatigued.

Event description:
It was reported that the patient's heart rate fell below the implantable pulse generator (ipg)'s programmed rate. The patient was referred to a physician. Follow-up revealed that, after the event, the patient did not see a physician and a device check was not performed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).